Manufacturer narrative:
Result of investigation: vyaire's failure analysis lab (fab) was able to confirm and duplicate the customers reported issue. The pt801 transducer failed calibration. This is a known issue which is referenced with CAPA ca-2017-0206. The customer was shipped a replacement device.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault. As of this time there is no information about patient involvement associated with this reported event.